Event description:
It was reported that a user experienced recurring nocturnal low glucose events while using the ilet, and review of device reports suggested insulin delivery became more aggressive after the secondary target ended and switched to a lower target; the case was escalated for clinical support and additional user training was assigned. Symptoms included low blood glucose requiring oral glucose intake. Outcomes included transient functional limitation. Investigation included review of therapy data and troubleshooting with user education. Investigation of this case revealed an unclear cause for hypoglycemia, with device behavior aligning with target transition and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.